Manufacturer narrative:
Concomitant medical products. Cev669b: handle dia 5mm ang bipolar, manufacture date ¿ april 2014, lot ¿ 140404, 510k# - (B)(4). Cev6795b: tube dia 5mm 310mm, manufacture date - april 2014, lot ¿ 140404, 510k# - (B)(4). (B)(4) cev634-1a: the product analysis indicates the wires slightly came out of the tube. The insert was short circuited and failed electrical tests. However, it is not dangerous for the patient or the user. The bipolar pins are bent. The wires probably came out of the tube due to excessive effort on the pins during assembly of the insert onto a handle. The short circuit is most likely a result of damage to the wire coating/insulation during their displacement. Cev669b: the product analysis indicates that the black plastic part was burnt at the connection. The burnt plastic part is the result of an electrical arc. The electrical arc is most likely due to the presence of humidity in the connection zone (cable not dried, blood, and/or tissue). The presence of humidity may be the result of inadequate cleaning or drying of the instrument. Cev6795b: there was no highlighted issue found. The tube meets manufacturing specifications. Result: stress problem. This device is used for therapeutic purposes.

Event description:
The bipolar insert, handle, and tube were returned for repair. The integrity of the bipolar insert insulation had been compromised and the handle was burnt. There was no injury reported as a result of this event.